Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.00x38mm synergy drug eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.00x38mm synergy drug eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the ninth proximal strut lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.